Event description:
It was reported, the patient had a bladder infection. It was noted, the patient experienced burning, itching, pain, and discomfort, especially while urinating. It was reported, the patient was prescribed amoxicillin for seven days, starting on 2011 (B)(6). It was noted, the patient¿s symptoms resolved without sequelae on 2011 (B)(6).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v388971, implanted: 2010 (B)(6); product type lead. (B)(4).